Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing o-ring reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a physical damage to his insulin pump. Customer's blood glucose is 222 mg/dl. Customer stated there is a crack on the battery compartment and also on the reservoir compartment. The reservoir compartment is cracked on the ring around the top and sometimes the reservoir comes loose. Customer noticed this two weeks ago when he was at the doctor. He stated the damage happened over time, and the crack on the reservoir must have happened when he hit it against something. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.